Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported allegation. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the omnipod dash personal diabetes manager (pdm) indicated the basal insulin was increasing, despite the patient not having an active pod.